Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received off no power alarm. The customer's blood glucose level was 150 mg/dl. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected battery power loss alarm or off no power alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.